Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contractures, grade ii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor memoryshape¿ mm, silicone, 355cc, on the right and 625cc on the left, silicone prosthesis experienced bilateral capsular contractures, grade iii-IV on the right and grade il on the left and symptomatic rupture on the right side postoperative. According to the consultation note, this patient had a digital diagnostic mammogram with ultrasound on (B)(6) 2024 which shows several ovoid echogenic nodules in the axilla compatible with extracapsular silicone. She has a class iii-IV contracture on the right side and class ii on the left side with an apparent rupture of the right breast implant. As a result, patient scheduled for bilateral replacements with unspecified prosthesis on (B)(6) 2025. This report relates to the left side.